Event description:
Resident was being taken out of tub with hydraulic chair lift in high position on outside of tub. Strap holding resident in chair broke and resident fell out of chair. Brass ring on chair strap was not present. Therefore, belt became disconnected from chair. Resident was admitted to hosp with fracture of right shoulder. No surgery warranted, sling only.